Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA this case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported that a button on the infusion device was defective. No adverse event was reported. The alleged product was requested to be returned for product evaluation.